Event description:
It was reported that on (B)(6) 2025, at 8:35am, the patient on a tm80 telemetry unit (tele ID 55) was in ventricular tachycardia (v-tach) for 5 beats and the system did not generate a v-tach alarm. No patient injury was reported.

Manufacturer narrative:
System logs were collected by mindray field service representative. Under investigation.

Manufacturer narrative:
Mindray conducted a review of the benevision central station (cs) and tele 55 (tm80 telemetry) logs associated with the occurrence, and no malfunction was confirmed for any devices involved in the report. The reported widened qrs waves at the time of the occurrence are the regular ventricular-paced rhythm, which didn't meet the alarm thresholds. Mindray benevision cs with tm80 telemetry functioned according to specifications.

Event description:
It was reported that on (B)(6) 2025, at 8:35am, the patient on a tm80 telemetry unit (tele ID 55) was in ventricular tachycardia (v-tach) for 5 beats and the system did not generate a v-tach alarm. No patient injury was reported.